Manufacturer narrative:
Investigation could not reveal the root cause, due to the missing lot number. The risk is possible injury by microbial, viral or prion infection (patient harm) therefore reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre b.v.). Details of this activity were discussed with (B)(4) office of compliance (B)(4)) during a tele-conference on (B)(6) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
Air bubble came out from the cutter tip part during operation. (The lot number is unknown.) As you know well, the same problem happened several times before, and we already received your solution. However, the same problem happened again.